Event description:
It was reported that, "hospital received fedex shipment with a case of bone cement damaged. Sales rep was contacted and went to hospital to look over damaged cement. Damaged cement was disposed of locally at hospital in accordance with local and federal regulations as hazardous waste."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.